Manufacturer narrative:
Philips service replaced the 459801208611 nehalem host pc monoplane rev_iii no_hdd and 459800544343 hard disk spare part, updated the software, and restored the system to normal functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that host pc failure caused boot-up freeze on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.